Event description:
It was reported that shaft break occurred. A 2.25x32mm synergy drug-eluting stent was selected for use. However, when the device was uncovered, it was observed that the device had a cut. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.25 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts in the proximal region of the stent were stretched and pulled distally. Stent struts in the mid-section of the stent were found to be bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.25x32mm synergy drug-eluting stent was selected for use. However, when the device was uncovered, it was observed that the device had a cut. The procedure was completed with another of the same device. There were no patient complications reported.